Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that when they first turned the pump on it overdosed the patient. The patient thought the event occurred in (B)(6) 2016, but that was a guess. It put them in the hospital a couple of days. Per the patient, they were currently on a low dose because of what happened with the overdose. No further patient complications have been reported as a result of this event.